Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available after attempts with the rep asking the customer. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear exhibited a leak. During the post-map with a farawave catheter, water droplets were confirmed to be leaking from the hemostasis valve at the same speed with perfusion, and air was confirmed when checked at the shaft portion of the device. It was believed by the physician that there was damage to the hemostatic valve, and since post-map was also roughly applied, the procedure ended on the spot and the risk of complications was avoided. The procedure was completed with the original device. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear exhibited a leak. During the post-map with a farawave catheter, water droplets were confirmed to be leaking from the hemostasis valve at the same speed with perfusion, and air was confirmed when checked at the shaft portion of the device. It was believed by the physician that there was damage to the hemostatic valve, and since post-map was also roughly applied, the procedure ended on the spot and the risk of complications was avoided. The procedure was completed with the original device. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available after attempts with the rep asking the customer. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.